Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that capsule rupture occurred when the intraocular lens was implanted on (B)(6) 2020. The physician indicated that it felt strange in how the lens came out (the direction of the haptic) during the implant and then the capsule was ruptured. The iol was removed from the eye and the procedure was completed successfully with a back-up lens. The physician confirmed that there was no problem with the patient after the operation. It was confirmed that no yttrium-aluminum garnet (yag) was used. The account indicated that there could be a flaw in the cartridge or the haptic which led to the capsule rupture. There was no patient injury reported. No further information was provided. This report is for the emeraldc30 cartridge. A separate report will be submitted for the intraocular lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 7/27/2020 section h3. Device returned to manufacturer? Yes device evaluation: six unused and sealed units were received at the manufacturing site. It was noted that ¿used 1 unit was discarded and unused 6 units will be returned¿. The units were opened to verify their conditions. Visual inspection performed under microscope and there was no damaged/defect and/or quality issue observed in the cartridges received. As the complaint product was not returned for evaluation the reported issues could not be verified and product quality deficiency could not determine. Manufacturing records review: the manufacturing process record was evaluated and no deviation or non-conformance reports for similar issues were found during the manufacturing record review. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search in complaint system revealed that four additional complaints were received from this production order; however, there was no product deficiency identified in any of them. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.